Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of a power supply component, preventing the power supply from turning on. The mechanical "clicking" noise observed is considered a normal mechanical sound generated by the power supply when powering on.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed; a clicking noise when attempting to power on the unit and failure of the unit to power on was determined to be due to a faulty power supply.

Event description:
A user facility reported to olympus that their device made a "clicking noise" when attempting to power on the device; the device would not power on. The issue was found on preparation for use prior to a procedure. The intended procedure was completed using another device (device details unavailable). No patient injury or harm, associated with the problem, occurred.